Manufacturer narrative:
The long bipolar grasper instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Verification of the product and event details via system logs confirmed long bipolar grasper was last used on (B)(6) 2021 with 6 lives on sk2695. A site complaint history review was performed and no related complaints were found for the product. The instrument has been returned and evaluated by the failure analysis team. Failure analysis found the primary failure of broken conductor wire at the proximal end to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the proximal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Root cause of this failure is attributed to manufacturing. This complaint is being assessed as a reportable event due to the following conclusion: the instrument had conductor wire damage with no evidence of user mishandling or misuse. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted procedure the customer had issues with the long bipolar grasper not working properly. The customer swapped the cord for the instrument, but the issue was not resolved. A back-up instrument was used to continue, and the procedure was completed with no patient injury. Intuitive surgical, inc. (Isi) followed up with the reporter to request additional information, however no further details could be provided.